Event description:
It was reported that, "when attempting to remove a screw, the tip broke."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.